Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. No constant tone anomaly noted during testing. Analysis was unable to verify motor error alarm or button and keypad unresponsive due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received motor error alarm. The customer also reported that the buttons were unresponsive. The customer reported that the insulin pump went to blank display and had constant tone. The customer's blood glucose was 230 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to water. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.